Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of cloudy effluent in a subject coincident with extraneal, physioneal and nutrineal therapies. On (B)(6) 2009, the subject had an emergency visit due to cloudy effluent. The cloudy effluent was without abdominal pain. Treatment for the event was not reported.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.